Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it appeared intact. Leak testing was performed and it revealed a tear within siltex cracking in the anterior view, measuring approximately 0.3 cm . No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with an unknown size unknown saline implant and was presented with left breast implant deflation confirmed upon examination by a physician on (B)(6) 2019. As a result, the patient underwent bilateral explantation and replacement on (B)(6) 2019 with catalog number: 3502325; serial number: (B)(4) on the left side and catalog number: 3502325; serial number: (B)(4) on the right side.